Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was discovered that main drawer 6 was not opening. Further inspection revealed that drawer 6 had been missing in the storage configuration space. After removing the back panel, it was determined that the retractor band and the connector on the l-board were damaged. A field service engineer successfully resolved the issue by replacing the l-board and the retractor band. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer 6 was failed to detect on the communication bus. The customer reported that the due to the malfunction they were not able to issue medication. There were no adverse events or injuries reported based on this incident.